Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.analysis was performed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the lead dislodged. The lead was replaced and the replacement lead had high threshold and the patient had diaphragmatic muscle stimulation. The lead was replaced and the previous lead was then implanted and remains in use. No patient complications have been reported as a result of this event.